Event description:
Device #1 was used on the patient by surgeon and he had complained that it made a clicking sound every time it was used. Device's jaw tip broke off inside the patient's body and was eventually retrieved, inspected and taken out from the field by surgeon. Another same device#2 (same lot and reference numbers) was opened and the clicking sound was still heard as well as the device would not open when used and was taken off from the field too.